Event description:
A durable medical equipment supplier (dme) reported that a pt alleged recurring upper respiratory problems three months after they began receiving continuous positive airway pressure (CPAP) therapy. The pt made multiple visits to his doctor ,and to the emergency room for treatment of his symptoms; however, none of these visits resulted in hospitalization.

Manufacturer narrative:
The MFR has received the device associated with the reported event, and will file a follow-up report when our investigation of the reported event is complete.